Event description:
It was reported that the patient underwent a sinus procedure. The powered microdebrider handpiece got hot in the doctor's hand during the procedure. There was no report of injury. No further details were provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made. (B)(4). The micordebrider handpiece was returned for evaluation. Pre-temperature checks could not be performed upon receipt of the product because the handpiece motor would not turn. The motor would not turn due to corrosion. The motor cable subassembly was replaced. The powered microdebrider drill system is intended for the incision and removal of soft and hard tissue or bone in general otorhinolaryngology, head and neck, and otoneurological surgery. Disposable blades and burs are used in a powered microdebrider handpiece. The instructions for use state the use of dull burs can reduce the handpiece effectiveness and cause the handpiece temperature to increase. The handpiece should be kept as dry as possible during storage to prevent corrosion and residue deposits which can result in premature wear.